Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an unrecoverable loss of antenna passed the threshold. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, device manufacture date - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. Functional testing was unable to be performed due to the 0 v. The reported event of unrecoverable loss of antenna passed threshold could not be confirmed. A root cause could not be determined.